Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that device had high pressure alarm. Patient denied any tubing kinks or closed clamps. Tubing clamped and cassette removed. Cassette tapped on hard surface and reattached. Tubing unclamped and pump restarted but alarm returned. Fingertip pressure to port site did not resolve alarm. They instructed patient to remove batteries, clamp his tubing and contact his clinic for further instruction. This event occurred at hospital. No patient harm/adverse event reported.